Event description:
It was reported that, following the replacement of patients implanted neurostimulator (ins), the patient was receiving shocking sensation at the right side ins site when palpated. Impedance measurements were checked with results in the 15000 to 19000 ohms range. The patient was scheduled for surgery was on (B)(6), 2011. A follow-up report will be sent as additional information is obtained.

Event description:
Additional information received reported that the patient was turned off and scheduled for surgery on (B)(6) 2011. High impedances were measured on contact 1 and 3.

Manufacturer narrative:
Lead model 3387-40, lot# j0327016v, implanted: (B)(4)-2003, explanted: unk, extension model 748251, serial# (B)(4), implanted: (B)(4)-2003, explanted: unk.

Event description:
Additional information received reported the healthcare provider (hcp) was able to replace the implantable neurostimulator (ins). The old ins was not secured very well. The patient was doing fine.